Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the normothermia patient was on the arctic sun device with a 37c target temperature. Nurse reported the device water temperature had been 31c to 32c and the patient was below the target temperature. The device was also alarming intermittently, and the day shift nurses added water. The patient was on continuous renal replacement therapy (crrt) and they were using a heating sleeve to warm the continuous renal replacement therapy (crrt) fluid and it was set to the maximum temperature of 43c. Patient temperature was 35.1c, water temperature was 31c and flow rate was 2.1lpm. Arctic gel pad coverage was good. Event log showed multiple alert 113 (reduced water temperature control), reservoir level was 5 bars and normothermia rewarm was set to 0.25c/hour. The nurse stated they changed it to maximum several hours ago, however, the water temperature did not increase. Mss walked the nurse through draining 500ml of water from the right drain port and water temperature rose to 40c. Nurse stated they had also placed a bair hugger for additional warmth. Mss explained that the pads must be emptied before filling the device to prevent overfilling. Mss also explained that the water was very warm and advised the nurse to be diligent with skin checks and not to ignore any alarms or alerts.

Event description:
It was reported that the normothermia patient was on the arctic sun device with a 37c target temperature. Nurse reported the device water temperature had been 31c to 32c and the patient was below the target temperature. The device was also alarming intermittently, and the day shift nurses added water. The patient was on continuous renal replacement therapy (crrt) and they were using a heating sleeve to warm the continuous renal replacement therapy (crrt) fluid and it was set to the maximum temperature of 43c. Patient temperature was 35.1c, water temperature was 31c and flow rate was 2.1lpm. Arctic gel pad coverage was good. Event log showed multiple alert 113 (reduced water temperature control), reservoir level was 5 bars and normothermia rewarm was set to 0.25c/hour. The nurse stated they changed it to maximum several hours ago, however, the water temperature did not increase. Mss walked the nurse through draining 500ml of water from the right drain port and water temperature rose to 40c. Nurse stated they had also placed a bair hugger for additional warmth. Mss explained that the pads must be emptied before filling the device to prevent overfilling. Mss also explained that the water was very warm and advised the nurse to be diligent with skin checks and not to ignore any alarms or alerts.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.